Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2: foreign - event occurred in japan. Functional testing of the returned product found the device would not power on with the original battery pack, but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device did not work properly and the battery pack became hot during a surgery. No surgical delay was reported. No known impact or consequence to the patient. During device evaluation, the batteries were leaking electrolyte. Attempts have been made and no further information has been provided. Due diligence is complete.